Event description:
A malfunction occurred on a customer's pump, but there were no notable events leading up to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.